Event description:
Related manufacturer reference number: 2916596-2021-02423.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an unspecified alarm on the mpu was not confirmed. The mobile power unit (serial (B)(6)) was not returned for analysis and is no longer in use. The provided information indicated that a loaner mpu was shipped on (B)(6) 2021. Multiple attempts have been made to obtain information on the status of the unit¿s return, but no additional information has been provided at this time. A root cause for the reported event cannot be conclusively determined at this time. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate3 instructions for use section 8, ¿equipment storage and care¿ and heartmate3 patient handbook section 6, ¿caring for the equipment¿ explain how to properly care for the system controller, the power cables, and patient cable when connected to mpu. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of intermittent shorting and alarming on the mpu was confirmed by technical services. The mobile power unit (B)(6) was evaluated by technical services and confirmed that when the patient cable was manipulated, there was an intermittent audio alarm issue. The alarm issue was resolved after the patient cable replacement. The unit was allowed to run for several days without issues and the unit passed all tests. The unit was returned to the customer site after the repairs. The patient cable was further evaluated and after splicing open the insulation, it was found to have areas of damaged inner-wire insulation and exposed conducting metal between the communication wire (orange wire) and red wire (power line), causing intermittent shorting. A root cause for the reported was found to be intermittent shorting between the communication wire and the power line. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate3 instructions for use (rev c) section 8, ¿equipment storage and care¿ and heartmate3 patient handbook (rev c) section 6, ¿caring for the equipment¿ explain how to properly care for the system controller, the power cables, and patient cable when connected to mpu. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's mobile power unit (mpu) had a short/cable fault. The mpu alarmed whenever he wiggled the gray cable, regardless of whether he was connected to it or not. The mpu will be exchanged.